Event description:
It was reported that the system displayed user advisory 7 and stated that the pt was misaligned while being used on a pt. Customer tried to realign the pt, and used a new lifeband, but it didn't work. Manual CPR was administered, unk if pt is ok.

Manufacturer narrative:
The complaint of system generating user advisory 7 (ua7) was confirmed. Ua7 was attributed to load cells. Load cells were replaced, which remedied the issue. Board passed final test. No info about the pt was provided.